Manufacturer narrative:
Event date: (B)(6) 2015. Explant date: (B)(6) 2015. Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the physician did not know the source of the infection. It was also reported that the symptoms of infection at the pocket site were swelling, redness and pain. A magnetic resonance imaging (MRI) was taken and confirmed that the infection had not moved in the spine. It is indicated that the ipg will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. It was also reported that there were signs of infection near the thoracic incision with symptom of puffiness and redness. The patient was prescribed antibiotics. The patient underwent a procedure where the ipg was explanted and the physician cut the wires and left the paddle in place until the infection cleared up.

Event description:
A report was received that the patient had an infection at the ipg site. It was also reported that there were signs of infection near the thoracic incision with symptom of puffiness and redness. The patient was prescribed antibiotics. The patient underwent a procedure where the ipg was explanted and the physician cut the wires and left the paddle in place until the infection cleared up.